Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event and confirmed the issue. The fse instructed the customer to clean and lubricate the analyzer which resolved the issue. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 27jul2024 through aware date 27aug2025. There were no similar complaints identified during the search period. Aia-900 operator's manual under section 12 - flags and error messages states the following: (4251) wash-syr home detect error. Cause: the home sensor s100 failed to be activated after the wash syringe moved toward the home position. No further operation will take place. Action: remove the impediment or other cause of the error. Check s100 and pm100 for a possible malfunction. The most probable cause of the reported event was due to the analyzer requiring cleaning and lubrication.

Event description:
A customer reported error message ¿4251 wash-syr home detect¿ while running daily check on the aia-900 analyzer. The customer removed and reseated the wash probes, primed the wash, powered off and on, performed all-set-home, and nothing was obstructing the wash probe movement. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.